Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that on (B)(6) 2013 the patient "underwent surgery to repair hernia and lysis of adhesions." The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number hush0120 implanted to repair a hernia defect. On (B)(6) 2013: the patient underwent surgery to repair hernia and lysis of adhesions. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number hush0120 implanted to repair a hernia defect. On (B)(6) 2013: the patient underwent surgery to repair hernia and lysis of adhesions. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with incarcerated ventral hernia with small bowel obstruction thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿a large incarcerated omentum and supraumbilical hernia sac were excised. Then a small composix kugel mesh was placed in the abdomen using sutures.¿ on (B)(6) 2013 - patient was diagnosed with small bowel obstruction thereby underwent repair. Per operative notes, ¿patient had multiple adhesions densely adherent to the anterior abdominal wall and to the mesh, all this were taken down. The partial obstruction also noted to be in this place. There was a small area of recurrence of the mesh in one corner and it was repaired.¿ attorney alleges that the patient had adhesions, pain, bowel obstruction, infection, hernia recurrence, vomiting and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that on (B)(6) 2013 the patient "underwent surgery to repair hernia and lysis of adhesions." The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 11 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, bowel obstruction and adhesions thereby underwent repair. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.